Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power alert occurred while charging the pump and pump shut off. Customer continued to charge pump for an additional amount of time and battery charged. Customer's blood glucose was 209 mg/dl. Upon follow up, customer reported "everything was fine".